Event description:
It was reported that during a stent procedure, while inflating the stent delivery system (sds) to 6 atm, there was difficulty expanding. The pressure was increased to just under 11 atm when it was noted that the inflation difficulty was due to a balloon rupture. The continued attempt to inflate the ruptured balloon resulted in a high-pressure jet of contrast dissecting the obtuse marginal, just distal to the stent to the next bifurcation at the smaller branch. Dilatation was performed and a stent was used to treat the dissection with good results.